Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter and one reload, both opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No external visual abnormalities were noted for the adapter or reload. During functional testing, it was noted that the adapter could not articulate to the left. The adapter was disassembled and a broken weld was noted on the articulation housing which couples the articulation link to the transmission. A process enhancement has been initiated to prevent recurrence of this condition. A review of the reload and adapter device history records indicates the device lot numbers were released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: occurred during a sigmoidectomy procedure. Upon connecting with the handle, the device was articulated once but then could not be articulated anymore. It was replaced with another reload and worked fine to complete the procedure. No patient harm or injury.